Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the torque shaft chipped, but no pieces went into the patient. Another torque was used for final tightenning

Manufacturer narrative:
(B)(4). The moss miami single innie final tightener (product code: 2797-12-600, lot number: gm3771406) was returned to the customer quality unit (cqu) on december 22nd, 2016. The tip of the tightener has not been broken off. Instead, the hex lobes around the tightener tip have become thoroughly stripped off. The stripping extends from the distal tip to more than halfway down the length of the hex lobes. The stripping across all hex lobes is also consistent with the direction of rotation of the tightener during use. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the hex lobes in the process. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener hex lobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. The torque would be applied to a limited surface area, damaging the hex lobes in the process. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.